Event description:
It was reported that the scale was inaccurate. The customer did not know whether there was patient involvement, however there was no adverse consequences.

Manufacturer narrative:
Scale inaccurate.